Event description:
Customer reported being hospitalized due to dka. Cause of hospitalization as per md was pump issue. Prior to hospitalization customer bolus before bed and woke up vomiting. Also stated that no delivery alarms eventually occurred in hospital. Customer had discontinued pump and is currently on manual injections per md.